Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the pacemaker exhibited noise on both the right atrial and right ventricular channels. Auto mode switch episodes were noted due to noise on the atrial channel. Oversensing on the atrial channel was found to be due to oversensing of the pacing lead impedance measurement and one episode being due to myopotential. It was also noted that when testing atrial capture, the atrial lead would not lose capture when tested at various rates. The device was reprogrammed.